Manufacturer narrative:
A steris service technician arrived onsite to the inspect the reliance endoscope processor and found that the processor's connection block cracked allowing water to leak behind the unit onto the electric connector creating the reported event. The technician replaced and repaired the appropriate components, tested the reliance endoscope processor, and confirmed it to be operational. The reliance endoscope processing system was manufactured in 2009 and is serviced and maintained by the user facility. No additional issues have been noted.

Event description:
The user facility reported a burning odor emitting from their reliance endoscope processor during a test cycle. No instruments were processed during the reported event.